Manufacturer narrative:
The complainant reported that the device was not used past expiry date.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted during a pelvic floor repair procedure performed on an unknown date. According to the complainant, on (B)(6) 2014, the patient had mesh exposure which was one year following mesh insertion. She also suffered from pain during intercourse. Subsequently, the patient underwent a surgery to excise the exposed portion of the mesh under general anesthesia. It was also reported that a local estrogen was given to the patient. Additional information received on february 24, 2018. The procedure was performed on (B)(6) 2013.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Mhra adverse incident report reference (B)(4) submitted to mhra (medicines and healthcare products regulatory agency) by the physician. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted during a pelvic floor repair procedure performed on an unknown date. According to the complainant, on (B)(6) 2014, the patient had mesh exposure which was one year following mesh insertion. She also suffered from pain during intercourse. Subsequently, the patient underwent a surgery to excise the exposed portion of the mesh under general anesthesia. It was also reported that a local estrogen was given to the patient.